Event description:
It was reported that during a generator change-out due to therapy upgrade, this right ventricular (rv) lead was explanted due to an unknown product performance issue. Another lead was implanted. No adverse patient effects were reported.